Event description:
It was reported that the patient¿s right ventricular lead was dislodged. During the procedure, while trying to reposition the lead, the helix failed to extend. The lead was explanted and replaced. No further information was available.